Event description:
Approximately 6 weeks ago at the end of (B)(6) 2021, I noticed and developed a chronic cough while using the dream station sleep apnea machine and also after cleaning it with the soclean machine. The cough has persisted and has now affected my lungs, and breathing and I have required medical attention. I have not resolved this in spite of antibiotics, an inhaler and a steroid pack. I will be pursuing further medical attention next week. Discoid atelectasis left lung, constrictive airway per physician. FDA safety report ID# (B)(4).